Event description:
It was reported that a device embolization occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was implanted in the laa of the patient. The patient had their 45 day follow up procedure and the device was fine and there were no issues. At an unknown time the patient received a CT scan since they had been suffering from pneumonia. The scan revealed that the closure device had embolized to the abdominal aorta. The patient was experiencing no symptoms from the embolization of the device. After consulting with a vascular surgeon the physician has determined that no intervention will be undertaken to address the device since the patient is asymptomatic and the closure device is stable and non-obstructive.